Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review and revealed the following: the average annulus diameter was 25.9mm. Calcification was present on the native annulus. Per clinician's feedback, calcification was minimal. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve migration was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve migration is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this case, the patient's native annulus had minimal calcification, which could have difficulty securing the deployed valve onto the target site (native annulus), and the further post-dilation with re-crossing of commander delivery system could dislodge the unsecure incident valve ventricularly, resulting in valve migration. Additionally, the valve appeared potentially undersized with size 23mm per provided imagery; however, the field selected size 23mm due to the patient's anatomy (bicuspid native valve) to avoid annular rupture from valve oversizing. Based on the available information, the bigger size valve (26mm) may have been better to secure to the target site (native annulus). As such, available information suggests that patient factors (minimal calcification) and/or procedural factors (valve sizing) may have contributed to the valve migration. Additionally, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to the paravalvular leak. Investigation results suggest/indicate that patient factors (bicuspid type 1 native aortic valve) likely contributed to the paravalvular leak and the initial valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve sizing) and patient factors (minimal calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, malposition of a 23mm sapien 3 ultra valve and subsequent valve migration and severe paravalvular leak resulted in valve explant. After valve sizing for the transcatheter aortic valve replacement procedure, it was decided to use a size 23mm valve instead of a size 26mm valve. The valve was deployed with nominal volume but implanted lower than intended at 60/40 (aortic: ventricular), with moderate paravalvular leak (pvl) on the left coronary cusp. It was decided to post-dilate with the commander delivery system with an additional 2mls above nominal. There were difficulties re-crossing the valve with the delivery system due to steep angles. The sapien 3 ultra valve migrated further into the left ventricular outflow tract when trying to re-cross with the delivery system. The system was removed, the wire repositioned, and the system was reinserted. The valve was then post-dilated. This resulted in severe pvl above the valve as position of the valve was now sub annular on the right coronary cusp. The procedure was converted to surgery and the valve was explanted; a surgical valve was implanted successfully. The patient was stable post-procedure. It was thought that due to the low positioning of the valve and little calcification, the sapien 3 ultra valve moved further down into the left ventricle when trying to re-cross with the delivery system. Per field comments, a larger valve size should have been used to ensure anchorage.